Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was protruding from skin as wound from previous generator change never healed properly. The patient also experienced infection. The device was explanted. The patient was stable before, during and after the case.